Event description:
It was reported by service report that the jacks could not be pumped up due to a broken pump pedal assembly. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Pump pedal assembly.